Manufacturer narrative:
The returned device was evaluated and the investigation found no evidence of any damage or manufacturing deficiencies that would result in the pod failing to adhere. The adhesive pad was inspected, and no abnormalities were found. The cause of the reported event could not be conclusively determined. A kink was noted on the exposed portion of the cannula. It is unclear when the kink occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 400 mg/dl after wearing the pod between 4 and 24 hours on abdomen. It was also reported that the adhesive pad was coming loose from the skin. Hyperglycemia treated by patient activating new pod.